Event description:
It was reported that the pt experienced a shock while going through the theft detector at (B)(6). The pt felt as though he was having a seizure (frothing at the mouth) and fell down. The symptoms stopped when the stimulator was turned off by his family. Pt did admit to having device amplitude turned on rather high at the time. The pt noted shocking at a few other stores that he doesn't remember the name of in the us when going through theft detectors, but never to the same extent. The pt was advised to turn the stimulator to zero and off when going through security gates. It was further noted that the stimulator battery was later changed due to end of life. It was unk if the issue would also occur with the new battery.

Manufacturer narrative:
(B)(4).